Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "call tech support" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Boot test was performed and failed due to error call tech support. Confirmation of the complaint was confirmed. No injury or medical intervention was reported.